Event description:
It was reported that the right ventricular lead exhibited noise oversensing leading to pacing inhibition. The patient also received inappropriate high voltage therapy due to oversensing of noise. The patient presented on (B)(6) 2018 for lead revision procedure and the lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
The damage found was consistent with procedural damage. The lead was otherwise normal.